Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is less than 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 320mg/dl and 298mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6).